Manufacturer narrative:
Device evaluation: returned contents: silverhawk was returned with a detached cutter driver. No other ancillary devices were included. Visual inspection: the silverhawk was removed from the packaging and inspected. It was observed the cutter was located within the cutter window. It was noted the distal rim of the cutter window was tore laterally. Biological debris was observed behind the cutter and within the housing assembly inner diameter. Functional testing: the silverhawk was connected to the cutter driver and retracted. The thumb switch was then pushed forward; but encountered resistance. It was observed the cutter remained in the cutter window with the cutter crashing against the distal rim of the cutter window. With the cutter pulled back, the distal rim of the cutter window was inspected under microscope. It was noted the rim was intact but bent inwards at the area of the observed tear to the platinum iridium. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A 7frx45cm non medtronic sheath and a 300cm nitrex guidewire were used in the procedure. No resistance was encountered advancing or removing the device. There were issues packing the nose cone during the procedure but the distal tip was not deformed or damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a silverhawk device. The device was inspected and prepped as per IFU with no issues. It was reported that after multiple passes through a moderately calcified lesion with 50% stenosis at the mid right superficial femoral artery (sfa) the thumb switch would not advance to close the blade. No patient injury was reported.